Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. One video was provided and reviewed. Customer report of bleeding from graft was confirmed. Video appeared to show a valve conduit implanted, a stream of clear fluid directed at the valve conduit appeared to be continuously rinsing away blood/fluid from the same general area of the conduit surface. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the complaint was confirmed as per provided imagery, however, a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received form india, edwards was notified of an event describing a bleeding from graft issue during implantation of a konect resilia aortic valved conduit model 11060a25. As reported, post-anastomosis, there was a persistent bleeding observed that seemed to come from the aortic root and the annulus. However, after approximately two (2) hours of evaluation, the bleeding source did not stop after protamine administration and was identified to be coming from the graft. As reported, the graft had been previously rinsed as per IFU prior to implantation and no deairing needle was inserted in this case (the hole in the top end of the vein was used to deair). Reportedly, the bleeding was detected to be coming from a single hole area of 1.5x0.5cm and it was arrested and managed with a suture, replacing the damaged area. It was further reported after follow-up that additional measures were required including three (3) extra units of whole blood, one (1) unit of single-donor platelets and two (2) units of clotting factors [octuplex]. The patient was reported to be stable after the procedure.